Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.